Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, a cartridge change error message occurred. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer's blood glucose level was 153 mg/dl.